Event description:
It was reported that a balloon rupture occured. The 80% stenosed target lesion area was located in the left anterior descending artery (lad). A 10/3.00 flextome cutting balloon was selected for use. During the procedure under ivus, it was noted that there was an issue with the device under compliance pressure range. It was further reported that the balloon ruptured. Device was removed by the physician within the catheter all together from the patient's body. No device fragments left in the patient's body as confirmed by contrast. The procedure was completed with another of the same model no complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. A microscopic examination detected a 1mm long v-shaped radial tear with a small longitudinal tear on the balloon material near the distal markerbandand. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occured. The 80% stenosed target lesion area was located in the left anterior descending artery (lad). A 10/3.00 flextome cutting balloon was selected for use. During the procedure under ivus, it was noted that there was an issue with the device under compliance pressure range. It was further reported that the balloon ruptured. Device was removed by the physician within the catheter all together from the patient's body. No device fragments left in the patient's body as confirmed by contrast. The procedure was completed with another of the same model. There were no patient complications. The patient's condition was stable post procedure.